Event description:
It was reported that during an infusion set and cartridge change, the adhesive of the infusion set was accidentally folded onto itself, leading to an incorrectly deployed set, for which troubleshooting and education were provided and delivery was resumed without alerts or alarms. No reported symptoms or adverse clinical effects. Outcomes included no clinical impact. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed user handling error during infusion set deployment and connection, with the device and components functioning as designed once the site was correctly replaced. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set application.